Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, the stylet was returned stuck in the lead, cuttings were noted in the lead insulation and deformations of the conductor coil were observed. The cuttings in the insulation and deformations of the conductor coil were concluded to be consistent with induced damage. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the inner and outer insulation was not performed due to the stuck stylet in the lead.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Upon opening of the pocket, lead to device header connections were verified to be secure. Testing of the lead on a pacing system analyzer (psa) also noted loc and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.